Event description:
The manufacturer received information alleging a ventilator's screen was black with crack and won't stop alarming. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd, internal battery and flow sensor were replaced to address the issue. There was an evidence of contamination.